Event description:
Involved components: (aesculap ag reference no. (B)(4)) nb015k/ enduro femoral component cemented f2l (aesculap ag reference no. (B)(4)) nr176k/ tibia offset stem d16x92mm cementless (aesculap ag reference no. (B)(4)) nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)) nb012k/ enduro tibial comp.offset cemented t2 (aesculap ag reference no. (B)(4)) nr535k/ femur extens.stem 7° d15x177mm cem.less

Manufacturer narrative:
Investigation results: visual inspection: the rotation axis has fractured. Above the taper, directly below the screw thread. The taper of the rotation axis shows visible material wear marks on the surface. The rotation axis locking nut (nr860k) is still fixed on the thread (broken part of the axis). The breakage surface of the proximal part of the axis as well as the breakage surface of the larger distal fragment exhibit signs of so-called arrest lines which are typical for a dynamic fatigue fracture. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. Unfortunately, the hinge ring is not available for investigation. Therefore it cannot be determined if hyperextension was present. The gliding surface of the meniscal component shows only little visible wear marks. The locking ring as well as the bearing for rotation axis show no significant/unusual damages. Batch history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information, without more detailed information about the patient and the prevailing circumstances a clear conclusion cannot be drawn. The provided x-ray figures also give no clear hints regarding the root cause of the breakage. The fracture surface exhibits no material defects like foreign particles inclusions or blow holes. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with nr880m - enduro meniscal component f2 10mm. According to the complaint description, the axis broke postoperatively after over nine (9) years. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no.(B)(4). Involved components: (aesculap ag reference no. (B)(4)) nb015k/ enduro femoral component cemented f2l. (Aesculap ag reference no. (B)(4)) nr176k/ tibia offset stem d16x92mm cementless. (Aesculap ag reference no. (B)(4)) nr400k/ nut f/femur extens.stem all sizes neutr. (Aesculap ag reference no. (B)(4)) nb012k/ enduro tibial comp.offset cemented t2. (Aesculap ag reference no. (B)(4)) nr535k/ femur extens.stem 7° d15x177mm cem.less.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.